Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. The customer stated that he had been working outside prior to receiving the alarm. He noted that the device gave a message saying that a button had been pressed for longer than 3 minutes. Advised replacement of the insulin pump. Nothing further reported.